Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap where it was reported that the spiros was easily detached from the tubing. There was leaking of from the spiros component and medication involved was methotrexate; there was a chemo spill. There was patient involvement, no human harm, and there was delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.